Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) removed a few months ago because of cuff erosion into urethra. The patient presented pain and bleeding. A new aus was implanted in this further surgery. The patient fully recovered.